Event description:
Approximately two years and two and a half months post implantation, the patient was admitted to the hospital with complaints of pus at the driveline exit site. The following day, he was taken to the operating room for surgical incision and drainage and debridement of a wound located at the right upper abdominal wall. Intraoperative cultures were positive for a rare form of proteus mirabilis. The patient was treated with intravenous ciprofloxacin and his symptoms were reported to resolve completely within four days when he was discharge home.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation. The root cause is undetermined and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; infections are a known risk in patients with percutaneous lines and/or implantable devices, and is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The most likely origin of the infection can be identified by blood, urine, and wound cultures and related diagnostic testing. No additional information will be forthcoming.

Manufacturer narrative:
The device remains implanted on patient. Additional information will be submitted within thirty (30) days of receipt.